Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports: 0001825034-2023-02695, 0001825034-2023-02696. D10: concomitant medical products - part number (lot number): unk stem (unknown). Unk glenoid component (unknown). G2: foreign - the event occurred in canada. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial surgery on an unknown date. The patient underwent the second stage of a stage 2 revision due to infection. The patient previously had an infection spacer implanted between stages 1 and 2 before receiving reverse shoulder surgery. No additional patient consequences were reported. Attempts have been made, and no further information has been provided.